Event description:
Additional information: as of (B)(6) 2020, the patient is doing well and remains on an ungrounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusions: review of the patient¿s submitted log files confirmed low speed operation and a pump stoppage; however, evaluation of the patient¿s replaced portion of the driveline from (B)(6) did not find damage that could have contributed to the events seen within the log file. Additionally, superficial damage to the outer silicone jacket was observed during evaluation or the returned portion of driveline from (B)(6). Log file evaluation showed the pump operating above the low speed limit until day 1028, hour 8, minute 33 when the log file recorded low speed operation which progressed into a full pump stoppage. The pump regained speed on its own and operated above the low speed limit until day 1028, hour 14, minute 14 when a single low speed event occurred. The pump regained speed on its own following this event and remained above the low speed limit for the remaining duration of the submitted log file. All low speed operation was associated with either a low speed advisory or low speed hazard alarm. The patient was operating on their power module for all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the log files could be indicative of a potential driveline issue. The patient underwent a driveline replacement on (B)(6) 2020. The returned portion of driveline measured approximately 18 inches. The silicone jacket and bionate layer were carefully removed to evaluate the underlying layers. There was breakdown in the metal braided shield from the controller connector to approximately 4 inches from the controller connecter. Evaluation of the returned portion of the patient¿s driveline did not reveal any issues that could have potentially contributed to the reported events captured in the log files. The account reported that the patient remains ongoing on an ungrounded patient cable and no further related issues have been reported. The remaining portion of (B)(6), besides the external portion of driveline, was not returned for evaluation. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient experienced low flow hazards and a pump stop at approximately 2:00am, which was confirmed upon a review of the log files. The patient had rescue tape near the distal end of the driveline to protect against external surface compromise. Tech services reviewed the log files and found that the data showed a pump stop where the speed dropped to 0 rpm, as well as speed drops where the speed was as low as 2420 rpm. These issues only appeared when the vad was connected to the power module. There were also a couple of low voltages on the patient cable during these issues. It was recommended to exchange the patient cable. The patient was asked to perform arm and torso movements to induce the issue but with no effect. X-rays of the driveline were reviewed by tech services and found an area of possible compromise near the distal end of the driveline, near the rescue tape. It was recommended to exchange the patient cable. The patient was then admitted and both the patient cable and power module had been replaced. The patient remained inpatient while awaiting the engineering repair team and on (B)(6) 2020 the percutaneous lead was repaired. There were no immediate alarms after the repair but the patient would remain on an ungrounded cable until the analysis could be finalized.